Event description:
It was reported that this right atrial lead was explanted and replaced due to experiencing fracture and exhibiting high pacing thresholds, loss of capture and high out of range pacing impedance measurements. Another lead was implanted instead. This lead was disposed, therefore, it is not expected to be returned. No further adverse patient effects were reported.